Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One sample was returned and after a visual inspection, the defect was confirmed. This defect was due to wrong handling by the customer. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported event are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: an elastomeric device ran too fast.